Event description:
It was reported that the customer had high blood glucose levels of 284 mg/dl. The customer treated with a manual insulin injection. The customer reported a motor error alarm from the insulin pump during basal. The customer also reported that the insulin pump wanted to rewind after the motor error alarm. The customer reported that the insulin pump alarmed no delivery after rewind. The customer also reported that one of the buttons of the insulin pump was unresponsive while trying to clear the no delivery alarm from the insulin pump. Troubleshooting was done. It was reported that the customer was not using the sensor feature of the insulin pump. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer was able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
No unexpected rewind loop anomalies, excessive no delivery alarms or motor error alarms noted during testing. The insulin pump passed displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The insulin pump intermittent button response the express bolus button due to moisture damage on keypad traces noted. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.